Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the foley was placed in the patient, the water would flow out through the infusion site of the foley.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 used foley catheter only for evaluation. Visually inspected the exterior of the sample and did not find any evidence of a failure that would support the reported event. Per the functional evaluation, the sample was inflated with air while submerged in water and noted no air bubbles leaking from the catheter. It was then inflated with 10cc of water and a leak test was performed. On the seventh day, the balloon was fully inflated with no signs of leaking. Dissected and inspected rubberize layer and confirmed no leakage from the inflation valve. The returned sample met specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "reaction: this product contains natural rubber latex which may cause allergic reactions. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon." (B)(4).

Event description:
It was reported that after the foley was placed in the patient, the water would flow out through the infusion site of the foley.